Event description:
Complainant alleged that while attempting to defibrillate a 76-year-old male patient; a spark was seen from the electrode pads and after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient, although no further shocks were needed. Complainant indicated that the patient sustained a second-degree burn.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 76-year-old male patient; a spark was seen from the electrode pads and after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient, although no further shocks were needed. Complainant indicated that the patient sustained a second-degree burn. Additionally, complainant indicated the patient expired; however, they do not believe it was a result of the malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. No photos or device logs have been provided for evaluation. A device history record review was conducted for lot y121323-02 by the cable manufacturer and all testing passed with no discrepancies found.